Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not allow liquid to flow. This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured september 8, 2015 ¿ september 9, 2015. The device was received for evaluation with approximately 252 ml of fluid in the bladder. Visual inspection revealed white drug precipitate in the solution in the reservoir. A functional flow test revealed that flow was not observed at the distal luer. The reported condition was verified. Microscopic inspection revealed the direct cause of the flow problem was due to drug precipitate blocking the fluid path within the glass capillary of the flow restrictor. Because the cause of the flow problem was directly caused by drug precipitate, the device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.